Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the c antigen of cell 5. Results were satisfactory. The return sample was evaluated and no reactivity was noted; control samples were run and were satisfactory.